Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025 the user's caregiver reported that the ilet device was cracked after falling out of the patient¿s pocket while playing at school. The touchscreen became unreadable, with visible ¿ink leakage¿ under the screen when pressed. The device was rendered nonfunctional. The user transitioned to backup insulin therapy using manual injections. Blood glucose (bg) reached 315 mg/dl. The user's caregiver administered short-acting insulin to correct bg levels. A replacement ilet was arranged. No external assistance or medical intervention occurred.